Event description:
Drive medical has received an email from one of our customers complaining about a knee walker originally distributed by drive medical. It is alleged that the walker steering stem broke and front wheels fell off causing the patient to fall, allegedly sustaining a fractured shoulder and broken nose. The initial report lacks details on the event. Drive medical is in the process of contacting the customer and gathering additional information. This MDR report is based on the customer complaint.